Event description:
It was reported that during patient therapy, the cs300 intra-aortic balloon pump (iabp) suddenly shutdown without sounding an alarm, and the screen became black as if the iabp was switched off, there was no light and the iabp stopped pumping. The nurse reacted fast and switched the iabp off and on. After this, the device was working fine the entire night and therapy was terminated on the following day. At the time of this event, the iabp was connected to the mains and was never working on batteries. However, the customer tested the battery capacity, and it was fine. At the time of this report, the iabp was still connected to the patient; however, a getinge field service engineer was scheduled to visit the site to evaluate the iabp as soon as it became available. No patient information has been made available; however, no patient injury or death was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue or find any problem with the iabp. The fse performed leak tests including the watchdog test, the pneumatic performance test and broad functional tests. In addition, the fse investigated the interior of the iabp for any fluid residue, and found none. The iabp passed all functional and safety tests, was determined to be in faultless condition and subsequently was returned to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during patient therapy, the cs300 intra-aortic balloon pump (iabp) suddenly shutdown without sounding an alarm, and the screen became black as if the iabp was switched off, there was no light and the iabp stopped pumping. The nurse reacted fast and switched the iabp off and on. After this, the device was working fine the entire night and therapy was terminated on the following day. At the time of this event, the iabp was connected to the mains and was never working on batteries. However, the customer tested the battery capacity, and it was fine. At the time of this report, the iabp was still connected to the patient; however, a getinge field service engineer was scheduled to visit the site to evaluate the iabp as soon as it became available. No patient information has been made available; however, no patient injury or death was reported.